Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds since its implant. During an elective ipg replacement it was noted that the right ventricular (rv) lead exhibited high thresholds and high impedances. The rv lead was capped and replaced, the ra lead remains in use. No patient complications have been reported as a result of this event.